Event description:
It was reported the patient transferring from her bed to her powered wheelchair while the wheelchair was powered on. As the patient did not raise the arm of the chair, her clothing caught on the joystick when she attempted to climb over it. The chair swung around and caused the patient to hit the wall. Emergency services personnel were summoned and it was noted the patient had sustained some minor bruising. No further patient complications were reported as a result of this event.